Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a maryland bipolar instrument did not activate bipolar energy. The pins looks slightly loose. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm or replicate the reported failure mode. The instrument was placed on an in-house system for cautery test. The instrument successfully passed the cautery test. A wet paper towel was placed between the instrument grip-tips and smoke vapors were witnessed leaving towel after energy was activated by stepping on the pedal at ssc(surgeon side console). Additional observations not reported by the site were bent bipolar pins, a damaged chassis and main tube. Both bipolar pins were bent at the back of the housing. The bottom end of the chassis exhibited two plastic pins adjacent to the pogo pins that were broken. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Engineering concluded the damages may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasion with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.